Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to damaged pins in the monitor's electrode belt connector. The root cause for the damaged pins could not be positively identified. No adverse event resulted from the damaged connector pins. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to communicate with an electrode belt. The last pt to use this monitor did not report any deficiencies.